Manufacturer narrative:
"D10: 200-63-13 - cr tibial insert sz 3, 13mm, slope +; 204-04-34 - trapezoid tibial tray sz 3f/4t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00533. The revision reported may have been the result of polyethylene liner wear with resulting osteolysis and aseptic loosening of the femoral and tibial components as stated in the legal documentation. The loosening may have been the result of an insufficient bond between the implants and the bones. The extent of the reported polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported via legal documentation the patient had a right knee replacement. Approximately 55 months after the initial procedure the patient had a right knee revision due to the polyethylene liner wear with resulting osteolysis and aseptic loosening of the femoral and tibial components. The loosening may have been the result of an insufficient bond between the implants and the bones. The extent of the reported polyethylene wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were not provided. It was additionally noted that despite undergoing revision surgery the patient experiences daily knee pain and discomfort which limits the patient's activities of daily living and recreation and impacts the patient's quality of life. There is no other patient demographic or medical history available. No additional information is available.